Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device was generating tones. A 'possible device malfunction' message was displayed following interrogation.